Event description:
Dear FDA folks, it is 5:40 pm on tuesday, (B)(6) 2012. A matter of concern compels me, because of my engineering sense of integrity, to report a manner for your consideration. I am using the valeritas v go 40 disposable insulin delivery device and today I experienced a scenario that, I feel, had the potential of killing me. First off, I am a retired, drafting/engineering teacher. Going backward in time, I was a project engineer, a technical assistant, and a draftsman. I went to school at night to get my bachelors degree in engineering from college in (B)(6). I mention this to show that I am a technically competent person able to produce a descent engineering report about the aforementioned matter. I am a (B)(6) male with diabetes mellitus, type ii. Here are the details, in chronological order, of today's events. At 6:36 am I awoke and checked my blood sugar and found the reading to be 115. At 9:03 am, two hours after breakfast, which consisted of a small bowl of unsweetened cereal, skim milk, nd coffee, my blood sugar was 176. I got involved in a cerebral project which involved sorting various and sundry items of small tools into a more coherent organizational pattern of storage. A lot of time passed and I started to feel like my sugar was dropping rapidly. I checked it and found it to be 73. The time was 12:06 pm. I quickly made myself a sandwich of lunch meat, cheese, mustard, and a package of crackers. I still did not feel right and rechecked my sugar and got a reading of 64. This seemed to be absurd because I wasn't doing anything physically taking, just thinking intensely. The time was 12:46 pm. At 12:52 pm, I still did not feel well and took my sugar reading again and found it to be 67. I took a glass of orange juice. At 1:04 pm, my blood sugar was 93 and I was feeling tolerably better. At 1:31 pm, I still felt a little shaky but not enough to stop from doing my normal chores and I went out to cut the grass. Normally this takes me 40 minutes but it ended up taking me an hour and a half. I felt exhausted and slightly lightheaded which shouldn't happen to me because it was not an intolerably hot day and I like hot weather and am used to it anyway. At 3:17 pm, I came in and quickly checked my blood sugar and found it to be 139. I ate supper at 5:30 pm and haven't checked my blood sugar since 3:17 pm and feel considerably better but tired. But while I was eating I thought to myself, I think I could have died, I really do. I now present a potential scenario which could have resulted in my death. I get up and take my regular 12 units of manually infused humalog insulin via the patch for breakfast, and then eat breakfast. My unit delivers a slow infusion of 40 units over a 24-hour period and I am instructed to take 12 units manually with each of three meals and not to take my injections of humalog insulin additionally and not to take any long-acting insulin, like the lantus that I normally take. All of this is in order to see if using the patch is a better idea than using lantus and humalog via syringe infusion. My wife leaves the house and is not due back until later in the afternoon. I am alone. The phone is in the other room. I get involved in doing something and a lot of the time passes, many, many hours and I forget to eat. I stand up and stagger as I try to make my way to the kitchen to get food and/or orange juice. I fall, hit my head, and am knocked unconscious. In the meantime, the patch which operates solely on pressure, has no electronics of any kind, and has no dead man switch to turn off the infusion of insulin, continues to infuse humalog via its small needle into my skin. My wife is on unavoidably detained for whatever reason. Nine pm comes along when I should have taken the patch off and replaced it because it was depleted but by that time I am dead, my sugar level having dropped to a condition of lethality. The patch designed to deliver 40 units plus 36 units by me for a total of 76 units of humalog insulin. I do not know whether or not the total of 52 units (lunch and supper manual infusions would have been omitted) with only a slight breakfast in my stomach could have killed me but I have a sneaking suspicion that it could have. My own engineering opinion is that the batch is dangerous for anyone has a potential passing-out problem. I now, of course, defer to your judgement on his matter because I have an engineering degree, not a medical degree. I really want the patch to succeed because I think it's a good idea and I was in the original testing program many, many years ago so it is a matter of engineering pride to be involved in a new positively oriented medical product for others who will come after me. But, I also think that I have inadvertently discovered a potential danger for people who have the possibility of passing out due to a sugar low. Personal integrity, engineering integrity, conscience, call it what you will, must always take precedence over pride and if I was part of testing a product that is inherently dangerous, I must report my findings and concerns to the FDA. I will not inform my doctor or valeritas of this letter so that you can proceed on your own to determine whether or not my assumption is valid. You may contact me at (B)(6) if you have questions. Please do me the courtesy of letting me know what you determine in the future, if that is permissible. (B)(6).